Manufacturer narrative:
On (B)(6) 2025 - we were notified of a capsule that was surgically removed. Frm-0089d - capsule incident questionnaire was sent to obtain additional information. On 12/12/2025 capsule was received at the download center and the video was successfully uploaded into capsocloud. On 01/2/2026 - completed frm-0089 was received indicating that the patient ingested the capsule on 12/1/2025 and an abd xray confirmed the retention on (B)(6) 2025. The patient did not have any pre-existing conditions that could have led to the retention. Patient went to ed on (B)(6) 2025 and a CT confirmed that the capsule was still retained. The patient had a colonoscopy with capsule removal on (B)(6) 2025. The form stated that the patient is stable and doing fine after the procedure. The cause of the retention is unknown. We believe the capsule worked as intended since the procedure was completed and the complete video was uploaded for diagnosis. Capsule retention is discussed in the IFU and no further action is required and therefore this complaint is deemed as closed.

Event description:
On (B)(6) 2025 - we were notified of a capsule that was surgically removed. Frm-0089d - capsule incident questionnaire was sent to obtain additional information. 12/12/2025 capsule was received at the download center and the video was successfully uploaded into capsocloud. On 01/2/2026 - completed frm-0089 was received indicating that the patient ingested the capsule on (B)(6) 2025 and an abd xray confirmed the retention on (B)(6) 2025. The patient did not have any pre-existing conditions that could have led to the retention. Patient went to ed on (B)(6) 2025 and a CT confirmed that the capsule was still retained. The patient had a colonoscopy with capsule removal on (B)(6) 2025. The form stated that the patient is stable and doing fine after the procedure. The cause of the retention is unknown. We believe the capsule worked as intended since the procedure was completed and the complete video was uploaded for diagnosis. Capsule retention is discussed in the IFU and no further action is required and therefore this complaint is deemed as closed.